Event description:
It was reported that the patient advocate stated this patients right ventricular (rv) lead and device system were infected and ultimately this patient passed away. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).